Manufacturer narrative:
(B)(4). Correction: contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was found to be intact with no damage or peeling. The up arrow button was found to be intermittently responding to button presses. The keypad was removed and contamination was found under the up and down button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button required several presses to respond and the contrast button was sticking. The patient reported no trauma to the pump and confirmed that there was no damage noted to the keypad. The patient stated that the button symbols on the up and ok buttons were worn. The patient reportedly wore the pump under clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.